Event description:
It was reported that during a gastric bypass procedure, the white tissue pad came off. It did not fall into the patient. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.